Manufacturer narrative:
The insulin pump had a constant failed battery test alarm after the battery was installed due to a faulty battery tube. They were unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, and the excessive no delivery test or test for bolus anomaly and basal anomaly due to a failed battery test alarm. The insulin pump had a minor scratched display window, a cracked case at display window corner, and a cracked reservoir tube lip. There was no damage noted on the lcd glass. (B)(4).

Event description:
The customer reported via phone call that the pump was not delivering insulin correctly. Customer stated that last wednesday, his blood glucose was 155 mg/dl and he changed the infusion set and went to the beach. Customer then received a failed battery test alarm. Customer went to get another battery and went to bolus. Customer stated that when the batteries start to go low, his blood glucose goes up. Customer's current blood glucose was 255 mg/dl. Customer treated with a bolus. Customer stated that his blood glucose came down and then started to go back up. Customer stated that it was the new bottle of insulin. Customer was advised to do a complete set change. Customer later called back to troubleshoot for a failed battery test and the customer did not receive another failed battery test alarm. Customer stated that there were also scratches on the screen but he can still read it. Customer was advised that the pump will need to be replaced and to revert to a back-up plan.